Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition although the screen was cracked. Analysts performed accuracy testing on the pump and the results were found to be within the control limit specification of +/-3%. No fault was found with the pump.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-7.25%). No patient was involved in this event. No adverse effects were reported.